Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device cannot be interrogated using two different programmers and it had no magnet tone with a simple magnet applied. There was no evidence of pacing. It was also noted the battery voltage had been 2.96v about 18 months earlier and based on calculations rrt (recommended replacement time) and eos (end of service) had likely occurred. The eos status of the device is expected and predictable from the previous battery measurements and longevity calculation. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.